Event description:
It was reported that the patient always had the stimulation feeling and it never went away. The patient stated he could never turn it off. The patient stated that eight or nine months prior to report, he had it taken out, but it was still doing the same thing with the device out. The patient stated it was causing him ¿all kinds of physical problems.¿ the patient noted that his ¿nerves were bad¿ and he could not do ¿normal things.¿ the patient stated it was like he still had the device in. The patient thought everything was removed including the leads. The patient stated that the device ¿did not work¿, it was bothering him, and made him very nervous. The patient noted that the pain was going from his back to the feet. The patient stated he did not have that pain before the stimulator. The patient also noted the implant was for back pain and had back pain before the implant. The patient stated ¿what else could it be¿ and noted that he did not have this problem before it was implanted. The patient stated that the thing was bothering him and he did not know what was wrong and no one would talk to him. The patient stated he had not seen the doctor since the device was first put in. The patient stated that the doctor would not talk to him. The patient stated he contacted the doctor¿s office three months prior to report. The patient also mentioned that he had a car accident on (B)(6) and did not have the implant in him at that time. The patient stated he did not see a doctor after the accident and he did not get hurt. The patient stated he would like a physician listing.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).